Manufacturer narrative:
Initial 3 of 5. Customer entity: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported five adhesive issues that the patient states infusion set fell off during use in between the dates (B)(6) 2026 - (B)(6) 2026, however no harm reported.